Event description:
Healthcare professional reported, right side "rupture".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and broken shell. A visual and microscopic analysis was performed, which identified striated broken on anterior and wear abrasion. Based on the device analysis, the final assessment is: a striated broken on anterior assessed, as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii/IV". Device remains implanted.

Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on anterior and wear abrasion. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii/IV". Device has been explanted.

Event description:
Device has been explanted.